Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that during a routine device follow-up, this pacemaker showed a remaining longevity of one year. The device was implanted for less than five years, so premature battery depletion was suspected. Device data was submitted to technical services for review. Engineering analysis confirmed the device was depleting prematurely due to an increased energy consumption and recommended device replacement for within 90 days. The device remains implanted and in service pending a replacement procedure. No adverse patient effects were reported. The device was explanted and replaced about six weeks later. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a routine device follow-up, this pacemaker showed a remaining longevity of one year. The device was implanted for less than five years, so premature battery depletion was suspected. Device data was submitted to technical services for review. Engineering analysis confirmed the device was depleting prematurely due to an increased energy consumption and recommended device replacement for within 90 days. The device remains implanted and in service pending a replacement procedure. No adverse patient effects were reported. The device was explanted and replaced about six weeks later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.